Event description:
A malfunction was reported with the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the customer's pump. The customer arranged to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.